Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial/lot #: (B)(4), ubd: 13-sep-2020, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 14-aug-2006, UDI#: (B)(4). Secondary phone number for initial reporter (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine and another drug via an implanted pump. The reporter thought that possibly baclofen was the secondary drug, but she was unsure. The nurse reported that the patient wasn't getting adequate coverage for his pain and the hcp had needed to make adjustments to his oral medications. The patient was having unexplained pain. He had a steroid injection in (B)(6) 2020. They believed the patient was having catheter problems and the "auxiliary opening is blocked". Per the nurse, they had done a dye study.